Event description:
It was reported the patient woke up the night prior to report and ¿did not feel like her implantable neurostimulator (ins) was working.¿ it was stated the patient experienced a loss of therapeutic effect. It was reported the patient was able to use the stimulator, but could not see the numbers for her settings when she held the programmer away from the ins. It was noted the ins was set to 1.75 volts at the time of report. It was further noted the patient felt stimulation at the time of report and adjusted their stimulation down to 1.70 volts. It was stated the patient ¿probably did not have it turned up enough¿ when she woke up in the middle of the night. It was reported the event was resolved at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).